Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump initiated the fill tubing sequence with out customer interaction. Subsequently, it was reported that the fill tubing sequence initiated while the customer was connected at the site and 45 units of insulin was delivered to the customer. Tandem technical support educated the contact that the pump will stop filling the tubing after 30 units have been delivered, however, contact maintained the allegation. Customer's blood glucose level ranged from 63 mg/dl to 128 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.